Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm and program safety alarm. Customer reported that screen went blank. Troubleshooting was performed and self test was successful. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. No pump error 15 alarms noted during testing. A review of the history files reveals on 2/8/2022 there was one (1) pump error 15 (line number 442 file number 38) alarm triggered at 00:33 and one (1) pump error 15 (line number 1474 file number 26) alarm triggered at 00:43, fault isolated to the electronic assembly as per global logic analysis. Also, no unexpected pump error 23 alarm noted during testing and one (1) pump error 23 alarm was found in the history file that occurred on 2/8/2022 at 00:33. The pump was programmed with a test guardian link 3 (gl3) transmitter and a test plug. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for two (2) days while connected to the transmitter and the test plug. No unexpected display blanking out, blank display, pump to transmitter communication errors, lost sensor alarm, or additional sensor related errors noted during testing. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, keypad overlay peeling, stained keypad overlay, and pillowing keypad overlay. Pump error 15 and pump error 23 alarms are confirmed, isolated to the electronic assembly. Loss of communications with the transmitter and blank display are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.